Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete. This report is being filed on an international product, list number 7k62 that has a similar product distributed in the us, list number 6c52.

Manufacturer narrative:
(B)(4). A review of manufacturing and testing documentation was performed. The review showed that all architect tsh reagent lots passed all the required specifications. A review of stability data from 3 lots of architect tsh was performed. The lots reviewed were (B)(4). The stability data illustrated that all controls and assay parameters were within specifications for each of the time points, thus demonstrating the assay is performing as expected. In addition (B)(4) data was reviewed and results to date demonstrate that the architect tsh assay is performing acceptably. Customer complaint data was reviewed and no adverse trends were identified. A specific reason for the discrepant results could not be determined. The complaint ticket suggests the possibility of interferants in the patient sample. The customer was referred to the architect tsh reagent package insert which discusses human anti-mouse antibody (hama) and heterophilic antibody interference. The investigation did not identify a product deficiency.

Event description:
The account stated that a lower than expected architect tsh result of 10.69 uiu/ml was generated. The sample was repeated 3 times with the following results: 15.97, 17.13 and 17.43 uiu/ml. There was no report of impact to patient management.